Event description:
Information received indicates the foot end brake cam is broken, causing the head end casters to not brake when the foot end brake pedal is engaged.

Manufacturer narrative:
The technician used a brake/steer upgrade kit to repair the stretcher.